Event description:
It was reported that, an 840 ventilator had a reset error and the graphical user interface (gui) display was inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery (bd) to graphic user interface (gui) cable. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.